Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support performed troubleshooting and determined blockage to be in the cartridge. Customer changed the cartridge and resumed insulin delivery. Subsequently, it was reported that the insulin gauge was inaccurate. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 367 mg/dl.